Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/06/2023. An investigation was conducted on 10/10/2023. A visual inspection was conducted. Signs of clinical use evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw, with detachment of the heater wire at the tip of the hot jaw. There were no other visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000330995 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic covering on jaws peeled up. New device was opened to complete the procedure. No procedural delays. No injury or harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.